Event description:
Device was connected to the main wall for a long time. The patient was not using the device at time. Heard explosion and device started to burn. Device completely burnt. No patient injuries.

Manufacturer narrative:
Device is being returned from (B)(6) for evaluation.